Event description:
The ge oec 9800 fluoroscopy system displayed an iris pot error.

Manufacturer narrative:
A ge oec service representative investigated the issue and the variable resistor for the collimators. The collimators were re-calibrated. The system was further tested and found to be operating an intended. No negative pt effect was caused by this malfunction. The facility was unable or would not provide any pt info with respect to this issue.